Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the survey respondent stated no, they did not agree that the instructions for use (IFU) for the following bard/becton dickinson products provides sufficient information about the products and its medical application because the instructions for use (IFU) had inadequate or insufficient training in relation to biocath® foley catheter preconnected to a urine meter, female length, no french size specified.

Event description:
It was reported that the survey respondent stated no, they did not agree that the instructions for use (IFU) for the following bard/becton dickinson products provides sufficient information about the products and its medical application because the instructions for use (IFU) had inadequate or insufficient training in relation to biocath® foley catheter preconnected to a urine meter, female length, no french size specified.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.